Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer received emergency medical assistance on (B)(6) 2018 for a low blood glucose of 32 mg/dl. The customer believes that the insulin pump over-delivered and caused low readings. Prior to the hospitalization, the customer was sleeping and could not be woken up. The customer treated with food. Paramedics also arrived on scene to revive the customer. The customer had been using the insulin pump system within 48 hours of the reported hypoglycemia. Additionally, the customer also received emergency medical assistance on (B)(6) 2018 for a low blood glucose of 39 mg/dl. Paramedics assisted the customer during this event and did not leave until the customer was well. The patient's blood glucose at the time of call was 65 mg/dl. Troubleshooting was initiated for the low blood glucose. The customer recalled that the set was dripping insulin prior to connecting to their site. However, further troubleshooting was declined. The insulin pump and reservoir will not be returned for analysis.